Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight bursts of anti-tachycardia pacing (atp) and six shocks. It was suspected that the atp therapy may have accelerated the patient's ventricular tachycardia (vt). This ICD successfully delivered shock therapy; however, the rhythm did not convert. The device remains in service, and the patient is being transferred to the clinic for further evaluation. No additional adverse patient effects were reported.